Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2022 to 28-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the medstation had a failed drawer. Customer confirmed that the issue was resolved by pharmacy technician. The system functioned as intended after being acknowledged by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure, which hindered users from accessing medication. The customer stated that there was no delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced a drawer failure. The pharmacy technician has already resolved the issue. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure, which hindered users from accessing medication. The customer stated that there was no delay in patient care. There were no adverse events or injuries reported based on this event.